Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081926) on 31-dec-2018. The most recent information was received on 24-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps'), genital haemorrhage ('gen. Abnorm. Bleed'), abortion spontaneous ('stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included migraine, multi gravida and parity 3 ((B)(6) 2009, (B)(6) 2012, (B)(6) 2014). Concurrent conditions included stress urinary incontinence. Concomitant products included ibuprofen and paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), feeling abnormal ("felt mentally"), menorrhagia ("period were heavier"), dysmenorrhoea ("dysmennorhea (cramping)"), pain ("my body would ache"), allergy to metals ("allergic to metal/nickel allergy"), genital haemorrhage (seriousness criterion medically significant), migraine ("plaintiff claiming other injuries/symptoms: migraine"), tooth disorder ("plaintiff claiming other injuries/symptoms:dental probs"), nervous system disorder ("plaintiff claiming other injuries/symptoms: nuero condit/prob"), alopecia ("hair loss"), arthralgia ("if "other" please describe: joint pain"), nausea ("nausea"), complication of device insertion ("normal appearing tubal ostia but device would not repeated attempts and using"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), sensitive skin ("sensitivity,"), amnesia ("memory loss"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and diarrhoea ("diarrhea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, left partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, feeling abnormal, pain, allergy to metals, abortion spontaneous, pregnancy with contraceptive device, nervous system disorder, nausea and complication of device insertion outcome was unknown, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, genital haemorrhage, migraine, tooth disorder, alopecia, weight increased, arthralgia, vaginal haemorrhage, sensitive skin, amnesia, dyspareunia, fatigue and diarrhoea had resolved and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, amnesia, arthralgia, complication of device insertion, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, pain, pelvic pain, pregnancy with contraceptive device, sensitive skin, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2014 and (B)(6) 2014. Plaintiff received treatment for fallowing conditions: plaintiff claiming psych injury related to essure, migraine, dental probs., nuero condit/prob nausea, gi conditions, hair loss, weight gain, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis: uterus with left fallopian tube, hysterectomy and left tubal ligation: uterus: cervix: acute and chronic cervicitis. Endometrium: late secretory phase. Myometrium: no pathologic diagnosis. Serosa: no pathologic diagnosis. Fallopian tube, left: luminal fibrosis and hardware. Ultrasound pelvis - on (B)(6) 2018: impression: mildly enlarged uterus. 2. Left ovary not visualized 3. Trace amount of free pelvic fluid, likely physiologic; on (B)(6) 2018: impression: mildly enlarged uterus. Left ovary not visualized. Trace amount of free pelvic fluid, likely physiologic. X-ray - on (B)(6) 2018: impression: essure tubal ligation left pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: this case-(B)(4) as detected as duplicate of case (B)(4). All information were transferred to case (B)(4) which will be retained. Pfs received. Event:abnormal bleeding (vaginal), pregnancy (stillbirth or miscarriage), depression, rashes or skin conditions type: sensitivity, neurological conditions or problems type: memory loss, , fatigue, were added. Event outcome were updated to recovered . Event:gi conditions were updated to diarrhea, allergy to metal were clubbed with nickel allergy,psych injury related to essure updated to depression. Medical history were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081926) on 31-dec-2018. The most recent information was received on 06-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps'), genital haemorrhage ('gen. Abnorm. Bleed'), abortion spontaneous ('stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". Concomitant products included ibuprofen and paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), feeling abnormal ("felt mentally"), menorrhagia ("period were heavier"), dysmenorrhoea ("dysmennorhea (cramping)"), pain ("my body would ache"), allergy to metals ("allergic to metal"), genital haemorrhage (seriousness criterion medically significant), nickel sensitivity ("nickel allergy"), psychological trauma ("psych injury related to essure"), abortion spontaneous (seriousness criterion medically significant), migraine ("plaintiff claiming other injuries/symptoms: migraine"), tooth disorder ("plaintiff claiming other injuries/symptoms:dental probs"), nervous system disorder ("plaintiff claiming other injuries/symptoms: nuero condit/prob"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), arthralgia ("if "other" please describe: joint pain") and nausea ("nausea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, feeling abnormal, menorrhagia, pain, allergy to metals, nickel sensitivity, psychological trauma, abortion spontaneous, pregnancy with contraceptive device, migraine, tooth disorder, nervous system disorder, gastrointestinal disorder, alopecia, weight increased, arthralgia and nausea outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, dysmenorrhoea, feeling abnormal, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, pain, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, weight increased and nickel sensitivity to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2014. Plaintiff received treatment for fallowing conditions: plaintiff claiming psych injury related to essure, migraine, dental probs., nuero condit/prob nausea, gi conditions, hair loss, weight gain, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New events:" dysmenorrhea (cramping), pelvic pain, abdominal pain, general abnormal bleeding, nickel allergy, psych injury related to essure, stillbirth/miscarriage, pregnancy with contraceptive device, device ineffective, migraine, dental problems., neurological condit/problems nausea, gi conditions, hair loss, weight gain, joint pain, she did not undergo essure confirmation test" were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081926) on 31-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mental disorder ("felt mentally"), menorrhagia ("period were heavier"), pain ("my body would ache") and allergy to metals ("allergic to metal"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, mental disorder, menorrhagia, pain and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, menorrhagia, mental disorder and pain to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081926) on 31-dec-2018. The most recent information was received on 18-mar-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramps") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("felt mentally"), menorrhagia ("period were heavier"), pain ("my body would ache") and allergy to metals ("allergic to metal"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, feeling abnormal, menorrhagia, pain and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, feeling abnormal, menorrhagia and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: legal document received. Reporter's information was added. Case became an potential legal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081926) on 31-dec-2018. The most recent information was received on 15-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), feeling abnormal ("felt mentally"), menorrhagia ("period were heavier"), pain ("my body would ache") and allergy to metals ("allergic to metal"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, feeling abnormal, menorrhagia, pain and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, feeling abnormal, menorrhagia and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081926) on 31-dec-2018. The most recent information was received on 17-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps'), genital haemorrhage ('gen. Abnorm. Bleed'), abortion spontaneous ('stillbirth/miscarriage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included migraine. Concurrent conditions included stress urinary incontinence. Concomitant products included ibuprofen and paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), feeling abnormal ("felt mentally"), menorrhagia ("period were heavier"), dysmenorrhoea ("dysmennorhea (cramping)"), pain ("my body would ache"), allergy to metals ("allergic to metal"), genital haemorrhage (seriousness criterion medically significant), nickel sensitivity ("nickel allergy"), psychological trauma ("psych injury related to essure"), abortion spontaneous (seriousness criterion medically significant), migraine ("plaintiff claiming other injuries/symptoms: migraine"), tooth disorder ("plaintiff claiming other injuries/symptoms:dental probs"), nervous system disorder ("plaintiff claiming other injuries/symptoms: nuero condit/prob"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), arthralgia ("if "other" please describe: joint pain"), nausea ("nausea") and complication of device insertion ("normal appearing tubal ostia but device would not repeated attempts and using"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, left partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, feeling abnormal, menorrhagia, pain, allergy to metals, nickel sensitivity, psychological trauma, abortion spontaneous, pregnancy with contraceptive device, migraine, tooth disorder, nervous system disorder, gastrointestinal disorder, alopecia, weight increased, arthralgia, nausea and complication of device insertion outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, arthralgia, complication of device insertion, dysmenorrhoea, feeling abnormal, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, nervous system disorder, pain, pelvic pain, pregnancy with contraceptive device, psychological trauma, tooth disorder, weight increased and nickel sensitivity to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2014. Plaintiff received treatment for fallowing conditions: plaintiff claiming psych injury related to essure, migraine, dental probs., nuero condit/prob nausea, gi conditions, hair loss, weight gain, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis: uterus with left fallopian tube, hysterectomy and left tubal ligation: uterus: cervix: acute and chronic cervicitis. Endometrium: late secretory phase. Myometrium: no pathologic diagnosis. Serosa: no pathologic diagnosis. Fallopian tube, left: luminal fibrosis and hardware. Ultrasound pelvis - on (B)(6) 2018: impression: mildly enlarged uterus. 2. Left ovary not visualized 3. Trace amount of free pelvic fluid, likely physiologic; on (B)(6) 2018: impression: mildly enlarged uterus. Left ovary not visualized. Trace amount of free pelvic fluid, likely physiologic. X-ray - on (B)(6) 2018: impression: essure tubal ligation left pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: fu 5 and 6 processed together -medical records received: new event - normal appearing tubal ostia but device would notpass despite repeated attempts and using second device was added. Reporter's information, medical history, lab data were added. On 18-oct-2019: fu 5 and 6 processed together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.